Event description:
At the end of the surgical procedure when the physician was removing the lma classic from patient, the airway tube broke approximately 7 1/2-8 cm down from the cuff. The device broke into 2 pieces; both were retrieved. There was no adverse patient outcome.